Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "defib disabled"and "pacer disabled" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and investigation; the customer's report was observed during review of the device activity log. However, the device was put through extensive testing including by bench handling, power cycling, defib cycle testing, functional stress testing, and environmental stress screening without duplicating the report. The processor/bridge/pace board and the auxiliary connector harness were replaced as a precaution. The device was recertified successfully and returned to the customer. Analysis for reports of this type has not identified an increase in trend.